Manufacturer narrative:
Following a customer site visit by an immucor field service engineer (fse) on (B)(6) 2016, it was identified that this galileo echo instrument was out of specification for the camera color level value. The specified value is 75 percent, but this instrument was found to have a lower setting value. The fse subsequently corrected the instrument camera color level.

Event description:
Following a customer site visit by an immucor field service engineer, it was identified that this galileo echo instrument was out of specification for the camera color level value.